Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that high out of range shocking impedances were noted on this right ventricular lead. During the replacement procedure no visual damage was seen on this lead and no sign of a connection issue. The lead was explanted in parts, and the distal part of the lead remains in the patient. The explanted portion of the lead will not be returned. No adverse patient effects were reported.